Manufacturer narrative:
Batch review performed on 13 november 2019: lot 173724: 30 items manufactured and released on 25-july-17. Expiration date: 2022-07-04. No anomalies found related to the problem. To date, 15 items of the same lot have been already sold without any other similar reported event. Additional implants involved in the event, batch review performed on 13 november 2019. Gmk-primary 02.07.0681l revision fixed tibial tray cemented size 1 l (k123721) lot. 186391 lot 186391: 22 items manufactured and released on 07-aug-18. Expiration date: 2023-07-26. No anomalies found related to the problem. To date, 13 items of the same lot have been already sold without any other similar reported event. Gmk-primary 02.07.f11030 primary extension stem ø11mm / l 30 mm lot. 182980 lot 182980: 150 items manufactured and released on 17-luly-18. Expiration date: 2023-06-25. No anomalies found related to the problem. To date, 144 items of the same lot have been already sold without any other similar reported event.

Event description:
Revision surgery performed 1 year after the primary due to pain caused by a severe flexion contraction. The cause of the severe flexion contraction is unknown. The surgeon revised the tibial tray, insert, and stem. The surgery was completed successfully.